Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead; product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient stated they needed an MRI and they used to have a stimulator. They stated that they had it removed because they didn¿t like it. The patient stated that the doctor removed the ins, but the left the leads. Patient services reviewed with the patient that they could only find a pump registered for the patient and asked if their stimulation device was from the same manufacturer and the patient stated they thought it was. Patient services provided numbers to other manufacturer and told the patient to check with the healthcare provider (hcp) to see what kind of stimulation device they had. It was reported that the patient¿s stimulator was implanted in 2008 and was removed at the end of 2008. No further complications were reported/anticipated.